Event description:
Information was received from the patient that the device was leaking water from the reservoir. The customer reported that they placed the device in a baking pan to hold the water. This situation may pose a shock hazard to the patient. The patient was advised to remove the baking pan and contact their homecare provider to have product returned.